Event description:
A hospital in (B)(6) reported that during the insertion of a t-pal cage with the t-pal applicator the cage could not be fixed properly on the applicator. Even though the applicator knob was turned clockwise to secure the implant and the security ring moved upwards, the green color band was visible and the knob came loose from the applicator shaft. Consequently it was not possible to do a guided insertion as the t-pal cage was pivoting during insertion. This led to an extension of the surgical time of 1 hour. This report is #4 of 4 for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. A visual check and a handling test were performed. The coupling part of this applicator inner shaft is broken. The broken part is missing. The article shows signs of wear due to the number of cycles of use. By using the broken applicator inner shaft both applicator knobs are coming off from the applicators outer shafts. The other combinations between applicator inner shaft, applicators outer shaft and applicator knobs were tested and no malfunction was noticed. Based on these results it can be concluded that the complained malfunction of the applicator knob is related to the breakage of the applicator inner shaft. The mechanical failure of the coupling part is discussed in our design & clinical risk management. The severity of harm of such breakages has been defined as marginal: a slight elongation of or time can occur